Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider (hcp)) regarding a patient who was receiving therapy via an implantable pump for non-malignant pain. It was reported that the pump was not working and had never helped with the patient's pain.  The hcp wants to replace it with a flowonix pump.